Manufacturer narrative:
Device manufacture date: january 18, 2018 ¿ january 19, 2018. The actual sample was received at the plant for analysis. Visual inspection on the returned unit noted fluid inside the bag the device had been returned in. Functional leak testing was performed by filling the bladder with water. While filling the device, a leak occurred at the solvent-bonded junction of the tubing and stress member. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was confirmed. The cause of the condition was determined to be a manufacturing assembly error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device was filled with 5% dextrose for injection. This event occurred during setup. There was no patient involvement. No additional information is available.